Manufacturer narrative:
The customer stated that display screen on the central monitoring system (cns) went blank, but can still hear alarms and touchscreen sounds. Our tech support called the customer to confirm that swapping out the monitor screens with another one that the customer had on site resolved the issue. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Our tech support called the customer to confirm that swapping out the monitor screens with another one that the customer had on site resolved ths issue. Awaiting requested monitor for repair and failure investigation.